Event description:
It was reported that the ventilator was on a pt and a low minute volume alarm did not alarm when the display ve reading was 2.6 and low minute volume alarm was set to 3. No pt harm reported.

Manufacturer narrative:
Na